Event description:
The patient had a revision surgery due to the screws backing out of the tmj components.

Manufacturer narrative:
The device was returned and analyzed as part of (B)(6). This supplemental report is late information received from (B)(6), which was reported as expected to (B)(6), but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, heterotopic bone formation was confirmed. Bone growth around the implant caused re-ankylosis of the joint. This patient also has previous history of ankylosis, which led to the original implantation of an alloplastic tmj device, the revision of that device and the revision of the biomet tmj replacement device. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2012-00114-1.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. No functional defects were identified in the review of the returned product. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.